Event description:
It was reported the device was used during a vasectomy procedure. It was reported by the affiliate that clips do not consistently lock or close in the device. The clips are being returned with the device for evaluation. There was no pt consequence.

Manufacturer narrative:
Tracking #.45970. Date sent: 11/14/1998. D6: device returned with no lot identification. Absolok extra absorbable ligating clip applier: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was loaded, cycled, and closed 6 clips properly. The clips closed and stayed secure. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated.